Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. During one circumstance, it was reported that the customer did not follow the on-screen instructions when loading the cartridge. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.